Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the left anterior descending artery (lad). Reportedly the 4.00 x 12mm nc trek rx balloon dilatation catheter (bdc) was advanced into the anatomy however the shaft separated. The separated portion was simply withdrawn. Another nc trek of the same size was used, and the procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. The investigation determined the reported separation appears to be related to operational context. In this case, it is likely that the device was inadvertently mishandled during advancement such that the bdc became kinked and upon further manipulation the shaft ultimately separated. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.